Event description:
The pt reported in 2004 that their meter was in the wrong unit of measurement. The meter was mmol/l instead of mg/dl. Medical affairs specialist attempted to contact the pt, but was unable to reach them. A letter will be sent to the address provided. The pt has claimed that they had never set the date and time on their meter or the unit of measurement, and therefore, could not have changed the unit of measurement accidentally. They had also reported that they were rushed to the hospital by ambulance, and given IV treatment. There is no further info provided regarding the hospital visit. The hospital meter's result is unk and also if the pt had attempted to test on the meter prior to being rushed to the hospital is unk. Therefore, it cannot be concluded that the meter malfunction contributed to any event. However, this case is reported as a malfunction due to the issue not being solved.